Event description:
The reporter was implanted with a defibrillator/pacemaker at (B)(6) hospital in (B)(6). He awoke 2.5 hours later in the recovery room being shocked every second for 7.5 hours continuously. Reporter asked the nurses to get the dr to help him but the dr did not respond. The medtronic representative came to the hospital at 10 pm and turned the device off at which time the shocking stopped. The device has been activated 8 times by the rep (has not seen the dr since going into the operating room) and each time he has been shocked and the device turned off. Reporter has been given 2 possible reasons for this happening: the lead wire is on a nerve in his heart; the lead wire is sending too much signal to the generator. Reporter has had complications at least 10 times including chest pain, sob and uncontrolled blood pressure from the device. Reporter spoke with medtronic supervisor at customer service ((B)(4)) who recommended him to an ep dr to check the device. It was activated 3-4 weeks ago with the same results. Asked medtronic to pay to have device removed, repay insurance company and pay for his pain and suffering for the last two years. Reporter upset that medtronic not taking responsibility and he is unable to find a dr or attorney willing to help him.